Event description:
It was reported the patient had discomfort at her ipg site and wanted her ipg moved. The physician reported the patient had lost weight and the ipg had moved down below her iliac crest. Follow-up identified the patient was taken to surgery on (B)(6) 2012. The physician decided to explant and replace the ipg due to high impedance readings that were exhibited during intraoperative testing. It was reported the impedance issue was resolved after the ipg was replaced.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.